Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a procedure, a farawave was selected for use. During mapping of the left atrium and ablation of the left superior pulmonary vein, the circulator noticed the flush line had stopped flowing. After removing the catheter from the patient, the physician attempted to use a new pressure saline line and also manually flush the device flush port, it appeared to be blocked and would not allow flush. The catheter was replaced, and procedure was completed with no patient complications. The device is not expected to be returned as it was discarded by the facility.